Event description:
The patient was in or having an angiogram with treatment. After the procedure, the fellow was deploying the angio seal to close the puncture site in the artery when the plug failed to deploy. Nothing was left in the patient and pressure was applied to the groin site for 15 minutes to stop bleeding.